Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the filter extension set came apart as an infusion was started.

Manufacturer narrative:
One photo was taken by the customer that verifies the separation. A quality notification was sent to the manufacturer. From the manufacturer's review of the complaint, it appears as though the filter is damaged and cracked. However, with just the photo evidence there is not enough information to determine root cause. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.